Manufacturer narrative:
No RMA has been issued for the return of this device. The consumer requested a replacement device. Invacare provides the following warnings and guidance when using the tdxsp found in user manual part no 1143190 rev I - 06/10 and accessed on the invacare website. It is unknown if the consumer read and understood the user manual prior to using the device. On page 11 it states: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician." The consumer stated she was on (B)(6) street when the incident occurred. The following warning is stated on page 13 - "warning [terrain, brakes, restraints] - do not operate on roads, streets or highways." It is unknown if the consumer was using her seat positioning straps. On page 16 there is a safety "warning [safety] - the seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately. Do not go up or down ramps or traverse slopes greater than 9 degrees. Do not attempt to move up or down an incline with water, ice or oil film. " in addition, on page 72 warning [positioning belts] states - "the angle of the pelvic belt should be within the preferred zone of 45 to 75 degrees to the horizontal or within the optional zone of 30 to 45 degrees to the horizontal. Steeper side-view pelvic belt angles are especially important if the pelvic belt is intended to be used for postural support in addition to occupant restraint in a frontal crash. Steeper angles will reduce the tendency for a vertical gap to develop between the user and the belt due to compliance of seat cushions and belt movement, thereby reducing the tendency for the user to slip under the belt and for the belt to ride up on the soft abdomen during normal use steeper belt angles also reduce the tendency for upper-torso belts to pull the pelvic belt onto the abdomen during frontal impact loading." It is unknown if the consumer was trying to drive over a curb at the time of the incident - on page 21 there is a "warning [curbs] - do not attempt to drive over curbs or obstacles greater than 3 inches. Doing so may cause your wheelchair to turn over and cause bodily harm or damage to the wheelchair. Always stop before climbing an obstacle. Approach slowly until front anti-tip wheels are approximately 18 inches away from the obstacle. Slowly apply power to move forward, over the obstacle." It is unknown if the consumer was using a cellular phone or was near a transmitter while on the street. On page 31 the following warnings for [safety] are stated - do not operate hand-held transceivers (transmitters receivers), such as citizens band (cb) radios, or turn on personal communication devices, such as cellular phones, while the powered wheelchair is turned on; be aware of nearby transmitters, such as radio or tv stations, and try to avoid coming close to them; if unintended movement or brake release occurs, turn the powered wheelchair off as soon as it is safe; be aware that adding accessories or components, or modifying the powered wheelchair, may make it more susceptible to emi (note: there is no easy way to evaluate their effect on the overall immunity of the powered wheelchair); and report all incidents of unintended movement or brake release to the powered wheelchair manufacturer, and note whether there is a source of emi nearby. Important information" 20 volts per meter (v/m) is a generally achievable and useful immunity level against emi (as of may 1994) (the higher the level, the greater the protection); this device has been tested to a radiated immunity level of 20 volts per meter. The immunity level of the product is unknown. Modification of any kind to the electronics of this scooter as manufactured by invacare may adversely affect the emi immunity levels.

Event description:
The consumer was crossing the street when the motors allegedly stopped. The consumer was able to reach back and put the motors back in gear and exit the road. No injury is alleged.